Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: found out there are some unknown metal scraps came out from shaver. The failure(s) identified in the investigation is consistent with the complaint record. Per visual inspection the returned blade was used based on the amount of wear pattern observed inside the housing diameter. The probable root cause/s could be unit being in contact with another metal object during surgery could cause particles, poor suction, user applying excessive side load to the product causing friction that could generate particles. (B)(4).

Event description:
It was reported that a foreign material was found inside the sterile package

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Gtin: (B)(4).

Event description:
It was reported that a foreign material was found inside the sterile package.